Manufacturer narrative:
Linear 3-4 lead 50 cm. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7087480, model/catalog description: linear 3-4 lead 50 cm, unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7087286, model/catalog description: linear 3-4 lead 50 cm, unique identifier(UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief, and lead migration was confirmed through imaging. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were not returned.